Event description:
Perforation of vessels with the 1 french catheter. We just had a second one with the 1 french. Both times the line had slipped back into the brachiocephalic vein and when injecting contrast to verify tip placement found that it had extravasated and we had a pleural effusion- lots of fluid throughout the lung on that side.

Manufacturer narrative:
Although the malfunctioning device was not returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Manufacturer narrative:
Unfortunately, without the faulty sample or an image that shows the defect, it is difficult to determine the exact origin of the defect. Due to this, we cannot confirm this complaint, and the exact root of the issue cannot be determined. However, the pir states that "the line had slipped back into the brachiocephalic vein," which suggests an issue with catheter placement, making user error highly likely. A lot number was not provided for this issue; therefore, a batch review could not be performed. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out during production run. We received a similar issue for this product code. However, after requesting additional information, the customer clarified that the other complaint was actually related to a mecomp product, not a vygon product. Corrective action: due to the missing sample, no further corrective action can be initiated by quality management, as a root cause analysis cannot be performed. If a problem arises with our product in the future, please provide a representative picture or, preferably, the faulty sample.

Event description:
The customer did not provide the event date. Perforation of vessels with the 1 french catheter. We just had a second one with the 1 french. Both times the line had slipped back into the brachiocephalic vein and when injecting contrast to verify tip placement found that it had extravasated and we had a pleural effusion- lots of fluid throughout the lung on that side.